Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: introducer, sheath, and filter returned. A severe kink in sheath approximately 28 cm from distal tip and 3 minor kinks distal to that. No damages to filter. Grasping hook has straightened. Based on information provided the kinked sheath caused the filter to stick inside and during attempts to move the sticking filter, the grasping hook straightened and the filter disconnected. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance the introducer sheath and filter introducer. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient underwent ivc filter placement by right internal jugular approach. After the sheath system was reached the target site, the filter introducer was advanced through the sheath. However, during the advancement, resistance was encountered and the filter got stuck in the sheath. Although the filter introducer was withdrawn back, the filter could not be moved and what's worse, the filter disconnected from the introducer during the attempt and remained in the sheath. Therefore, the physician tried to retrieve the filter simultaneously with the sheath, but even when pulling the sheath back resistance was encountered. Thus, he stopped retrieving the devices and determined to deploy the filter in the svc by pushing the filter out of the sheath with dilator. The deployed filter was retrieved out of the body without problems with retrieval set after that, and another filter was placed in the ivc successfully. Patient outcome: no adverse effect to the patient.